Event description:
It was reported that there was a difficulty disconnecting the patient line of a cassette from the female connector (dark blue) of two (2) peritoneal dialysis (pd) transfer sets which resulted in separations between the female connector and main body of the transfer sets. This issue occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Date of event/concomitant medical products: the event dates were reported as (B)(6)2022 which is a future date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two (2) devices were received for evaluation. A visual inspection with the naked eye noted the female connectors separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. The transfer sets were connected to an in-lab patient connector during leak testing. There was no issue observed with the connection and/or disconnection to the female connector during testing. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was reported that there was a difficulty disconnecting the patient line of a cassette from the female connector (dark blue) of one (1) peritoneal dialysis (pd) transfer set (previously reported as 2) which resulted in separation between the female connector and main body of the transfer set. Should additional relevant information become available, a supplemental report will be submitted.